Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfqf081 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (asfqf081) have been reported from the same facility. Device not returned for evaluation.

Event description:
It was reported "patient¿s lateral lumen broke at the very end closest to the microclave. When pushing a flush through the line, the line started leaking of the saline. No blood came back through the line when this occurred. Pt line was clamped pts lateral lumen was then deaccessed, accessed and cultures were drawn. No fluids were running at the time of the line break. We have the needle to return for investigation. No pt. Harm but potential risk line violation". It was reported this occurred with two devices. This report addresses the first device.